Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported issue. The instrument failed initialization when connected to the generator. Error message of ¿replace instrument¿ kept appearing after tightening the instrument on the handpiece of the generator. The self-test never completed. Additional observation not reported was that the instrument was found with surface damage to the curved blade. Scratch/abrasive marks were found on the curved blade. Damages to the blade are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage was detected by the generator with an error during self-test. The root cause of this failure is fatigue failure due to mishandling/misuse. Failure analysis found the additional failure of curved blade damage to be related to the customer reported complaint. Additional observation not reported was that the instrument was found with teflon pad damage. Missing material, approximately 0.07¿ x 0.03¿ was not returned back.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer noted that they encountered a "tighten the components" message from the energy platform, and the system would not recognize the harmonic ace instrument. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury.